Manufacturer narrative:
The design proposal for the new implant has been approved by the surgeon. The date for the revision surgery is not yet known. The investigation is ongoing; a supplemental report will be submitted.

Event description:
(B)(4). It has been reported that the patient has aseptic loosening. A prescription form has been received for a new implant.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. The device was implanted for over 9 years without any similar reported issues. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Health professional corrected to patient.

Event description:
It has been reported that the patient has aseptic loosening. A prescription form has been received for a new implant. This is a supplemental report to 3004105610-2016-00077 (siw-(B)(4)).